Manufacturer narrative:
(B)(4). Reload batch # t5ez26. Reload manufactured date: 12/13/2019. Reload product exp. Date: 11/13/2024. Investigation summary: the device was not received. The analysis results found that a sr75 reload was received with the right gripping surface broken. The reload was received unfired with the swing tab in the unlocked position. No functional testing was performed due to the condition of the reload. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique. Please refer instructions for use. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a radical resection of esophageal carcinoma, the device would not fire when severing tubular gastric tissue on the first firing. Checked the sled¿s position and found it was a lockout issue. Changed to a new device to complete surgery. There was no patient consequence reported. No additional information can be provided.